Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient indicated that the bathroom urgency had not been resolved completely but a lot better. The patient stated that the step taking to resolve the bathroom urgency was that they adjusted the strength of stim. It was noted that the stim was not stimulated enough.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had experienced a loss or change of therapy. The therapy was on. Increase amplitude. The patient felt stimulation in the correct area (i.e. Bike seat). Symptoms reported were: pt said he has had a couple accidents. Pt said yesterday he was coming home from church and he didn't get to the bathroom. Event date: (B)(6) 2016. Indications for use noted as: gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.